Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The manufacturer did not receive explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 28/0, taper 12/14 on (B)(6) 2016 and was revised on (B)(6) 2016 due to dislocation. (B)(4).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that patient underwent a hip arthroscopy on (B)(6) 2016. Subsequently, patient was revised due to dislocation on (B)(6) 2016 due to dislocation. Surgeon stated that a g7 dual mobility liner failed and had to be revised. Note: this is a split case with zimmer inc.((B)(4), USA) reference number (B)(4). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset => possible: no implantation surgery report is available to confirm the aimed head offset was chosen, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The surgeon stated that a g7 dual mobility liner failed and had to be revised. There is no information whether the ceramic head was involved in the failure event of the liner. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).